Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Possible consequences due to procedure. Patient was found to have a decrease in flow, because the patient had a hemothorax which was located left lateral. Patient taken to surgery for correction of issue. Patient is stable on normal ward. No further information will be available from the site. Per the instructions for use (IFU): a user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that two days after the implant the left ventricular assist device (lvad) showed an increase in flow. It was stated that the patient was transferred to the operating room (or) with the suspicion of a hemothorax. The surgeon opened the chest and found a hematoma behind the lvad, lateral in location. It was also stated that anticoagulation under control all the time with partial thromboplastin time (ppt) 53s-63s and international normalized ratio (inr) 1.3. Patient was stated to be stable and in the intensive care unit (ICU) with low dose inotropes infusion after the event and is now extubated. No additional information available.